Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away on (B)(6) 2012. The patient¿s death certificate listed the immediate cause of death as status epilepticus (30 minutes) due to (or as a consequence of) seizure disorder. The relationship between cause of death and vns is unknown. The patient passed away in the hospital emergency room and the manner of death was natural. No autopsy was performed and the patient¿s device was created with the patient. Based on the available information about the patient¿s death, an internal classification has determined that the death is unlikely sudep.